Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device clip securing the cubie was broken, preventing installation of a new cubie. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row c on main drawer 6.1 had a dislodged white pocket spring, causing improper pocket operation. The field service engineer (fse) accessed the drawer, removed and lifted cubie trays, and reseated the white pocket spring on the tray. The system functioned as intended after the field service engineer (fse) repaired the device.